Event description:
The user facility reported a 61-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the automated impella controller (aic) failed to recognize an installed purge disc during a routine purge bag exchange. Troubleshooting was attempted, but the aic still failed to register the purge disc. The aic was subsequently swapped and support with the implanted pump was maintained. There was no patient harm.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.